Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl. Reportedly, the customer entered an inaccurate value into the bolus menu and subsequently too much insulin was delivered, resulting in bg level decreasing to 47 mg/dl. The customer consumed sugar to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.